Event description:
It was reported that a spectrum pump alarmed air in line during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. During functional testing, the device alarmed air in line. A review of the event history log revealed air in line messages. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be a failing ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.